Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0104002 captures the reportable event of stent migration. Block h11: investigation results: boston scientific corporation could not confirm the reported event of stent migration. The device was not returned; therefore, product analysis could not be performed. The reported stent migration was known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the device was not returned; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no evidence that the device was used in a manner inconsistent with the instructions for use (IFU) or the product labeling. In addition, it was confirmed that the reported adverse event, stent migration, is an anticipated risk and is documented in the IFU. Risk review: a risk review was completed and confirmed that the event of "stent migration" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device". .

Event description:
It was reported to boston scientific corporation that a wallflex biliary stents was used during a procedure performed on an unknown date. During the post-procedure period prior to patient discharge, it was observed that the stent had migrated. The reported event involved a device that was implanted on (B)(6) 2025, and explanted on (B)(6) 2026. The procedure was completed with non bsc device. There were no patient complications as a result of this event.

Manufacturer narrative:
Blocks b1, b2, b5, h1 and h6 (impact codes) have been corrected. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the endoscopic procedure for stent removal. Imdrf impact code f2301 captures the additional device used to remove the stent and also captures the non-boston scientific stent used to complete the procedure. Block h11: investigation results: boston scientific corporation could not confirm the reported event of stent migration. The device was not returned; therefore, product analysis could not be performed. The reported stent migration was known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the device was not returned; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no evidence that the device was used in a manner inconsistent with the instructions for use (IFU) or the product labeling. In addition, it was confirmed that the reported adverse event, stent migration, is an anticipated risk and is documented in the IFU. Risk review: a risk review was completed and confirmed that the event of "stent migration" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device".

Event description:
It was reported to boston scientific corporation that a wallflex biliary plus rx fully covered stent was implanted during a procedure performed on (B)(6) 2025. On (B)(6) 2026, it was noted that the stent had migrated. An endoscopic procedure was performed to remove the migrated stent, and a non-boston scientific stent was used to complete the procedure. There were no patient complications associated with this event.